Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has experienced high blood glucose and the doctor is making some adjustments on the insulin pump settings. Blood glucose value before going to the doctor was 490 mg/dl; treated with insulin bolus. Customer reported that she was woken up because the insulin pump alarmed auto off. Nothing further reported